Manufacturer narrative:
(B)(4). Physio performed a clinical assessment of the event and determined that the device use did not contribute to the patient's outcome because the delay for arrival of a backup device was reportedly 30 seconds. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not detect the patient during a cardiac arrest call. A second device was brought to the scene with minimal delay to patient care. The patient, a (B)(6) year-old male, did not survive the event.

Event description:
The customer contacted physio-control to report that their device would not detect the patient during a cardiac arrest call. A second device was brought to the scene with minimal delay to patient care. The patient, a (B)(6) male, did not survive the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and could not duplicate the reported issue. The cause of the reported issue could not be conclusively determined. The customer was provided with a replacement device.

Manufacturer narrative:
Field d4 gtin # of the initial MDR indicates - blank field d4 gtin # of the initial MDR should have indicated ¿ 00885074698953.

Event description:
The customer contacted physio-control to report that their device would not detect the patient during a cardiac arrest call. A second device was brought to the scene with minimal delay to patient care. The patient, a 60 year-old male, did not survive the event.